Event description:
Additional information indicates that this lead broke apart during explant and the physician had to snare the remaining tip and ring electrodes. No adverse patient effects were reported. The return of this product was requested; however, it was reported that this product will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.